Manufacturer narrative:
A full evaluation of the device could not be conducted as the device remains in use. A correlation between the device and the reported percutaneous lead (driveline) infection could not be conclusively determined. The instructions for use list infection as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 trial, ide# (B)(4). The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device - 6 months. The patient remains on lvad support. No additional information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2018. It was reported that the patient was admitted to the hospital on (B)(6) 2018 for treatment of a percutaneous lead (driveline) infection. Unspecified changes to medication were made. Prior to the admission, the patient was found to have pain at the driveline site and was empirically started on doxycycline as of (B)(6) 2018 which continued for 14 days. Ongoing drainage was confirmed and had pseudomonas grow from the driveline site on (B)(6) 2018. The patient was started on cefepime and continued on ciprofloxacin on admission. A plan was made for cefepime bid for two weeks from day of discharge and ciprofloxacin until further notice from ID. The patient was discharged on (B)(6) 2018 and will follow up in clinic as outpatient on (B)(6) 2018. No additional information was provided.